Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6313662; medical device expiration date: unknown; device manufacture date: unknown; medical device lot #: 6313669; medical device expiration date: 03/31/2018; device manufacture date: 11/08/2016. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 83745 with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had cocked stoppers.

Manufacturer narrative:
The awareness date / date received by manufacturer updated on 03/29/2017.